Manufacturer narrative:
(B)(4). Date of event and implant is estimated. There was no reported device malfunction and the product was not returned. The reported patient effects of ischemia, myocardial infarction, thrombosis and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported through a research article identifying the xience stent delivery system and another abbott drug-eluting coronary device that the devices may be related to the following: ischemia, myocardial infarction, thrombosis, stenosis and revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled second-generation drug-eluting stents and bioresorbable vascular scaffolds in patients with diabetes. See article for additional information.